Event description:
The customer reported to olympus, an e102 clv lamp error was received when using the evis exera iii xenon light source. Per the customer, there is no further information regarding the event. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Troubleshooting was provided, however, the device has not been returned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.